Manufacturer narrative:
The customer reported the device was discarded. Follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. One clip was inserted, but due to a restricted posterior leaflet, grasping was difficult and the leaflets were unable to be captured. It was noted that grasping was performed for roughly two hours. It was suspected that tissue damage occurred. The clip was removed and replaced. Two additional clips were successfully implanted reducing mr to a grade of 2. There was no clinically significantly delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. The patient effect of tissue damage, as listed in the mitraclip system instructions for use, is known as a possible complication associated with mitraclip procedures. All available information was investigated, and the reported leaflet grasping-clip not implanted, and leaflet capture-clip not implanted issue appear to be due to challenging patient anatomy/morphology. Furthermore, patient effect of tissue damage appears to be due to reported leaflet grasping and leaflet capture issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.